Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on 08/20/2016 for an elevated blood glucose level of 894 mg/dl and it was addressed with a correction bolus. The customer was treated with insulin drip in the hospital. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.